Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that the event occurred on 13-may-2021. The product problem did not cause or contribute to any adverse patient health effects.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A motor rate error was evidenced in the event history log (ehl). An occlusion test was performed. The alarm was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The stepper motor was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump indicated that the motor was not running. No patient injury or complications were reported in relation to this event.